Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, they passed out in their bed. Prior to this, the patient was asymptomatic and his cgm was reading ¿pretty normal¿ (no specific value was reported). The patient¿s sister tried to wake him up but was unable to, therefore, she called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was an unspecified low value while the cgm was reading an unspecified ¿normal¿ value. The patient was treated with IV glucose until he regained consciousness. The patient was unaware how long he was unconscious. The patient was not taken to the emergency room. Ems left the patient once he was stable. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.